Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. No device malfunction was found. There is no available evidence of a device malfunction contributing to the event. Skin irritation due to constant and continual electrode/skin interactions is a known potential adverse effect of the lifevest use and the residual risk is disclosed in the patient and operator manuals. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
Zoll manufacturing corporation became aware that a (B)(6) patient was admitted to the hospital (B)(6) due to a wound in the area of the sternum and due to wounds under the front therapy electrode pad and blue ECG electrode of the lifevest electrode belt. While the patient was in the hospital the lifevest was removed. The patient reported that the wound in the sternum area was a result of a previous CABG (coronary artery bypass grafting) surgery. The wound was described as being purulent, and it was reported that physicians were planning to start a vacuum therapy to treat the wound. The patient alleged that the additional wounds under the front therapy electrode pad and blue ECG electrode were burn injuries caused by the lifevest and they had been sustained on the night of (B)(6) 2017. The patient reported waking up and noticing the wounds in the morning. Per review of the patient's downloaded flag files and ECG recordings, the patient was not treated by the lifevest. It was reported that a wound manager checked the wounds, but no bandages were used to protect the wounds. Follow-up indicated that the health care facility did not know the root cause of the reported skin wounds. It was reported that everything healed completed, and that the patient's ejection fraction (ef) improved. Due to the improved ef, the patient no longer needed the lifevest and it was removed.